Event description:
It was reported that during a percutaneous transluminal angioplasty treatment a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right external iliac artery. The 9.0 x 40/135 (5f) f/g sterling otw balloon catheter was used for post- dilatation. An initial inflation was performed to 6 atms, on the second inflation the balloon ruptured at 6atms. The procedure was completed with a different device. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Patient age at time of event: 18 years or older. (B)(4).